Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the pump history did not display bolus history correctly. Although requested, the customer declined to upload pump data logs. Customer¿s blood glucose level was 328mg/dl. The customer continued to use the pump for insulin therapy.